Event description:
In 2008, the patient reported that "quite a bit" of insulin spilled into the cartridge compartment of his infusion device while he was changing the insulin cartridge. The patient was unsure how the insulin spilled, he stated that the insulin cartridge had 2 rubber stoppers attached to it. The patient seemed upset and was not further questioned. He was educated on the proper procedure for changing the insulin cartridge. The patient was assisted with setting up his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.